Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, error c-30 occurred when monopolar energy was being output. After restarting the generator, error 32211 occurred; it was recoverable, but all energy shield monitor (esm) leds turned orange. Since restarting the system including esm was difficult, they continued the operation using bipolar energy only. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. System logs were not available to review. Visual inspection indicates the unit is in good cosmetic condition. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Generator log showed error c-00.